Manufacturer narrative:
Suspect medical device: mosaiq version 2.41.

Event description:
It was reported that when a medication is inactive, it is still showing as active on the ccd. There was no actual mistreatment reported as a result of this issue based on the available information.